Event description:
It was reported that the physician performed a wrist scope with tfcc on (B)(6) 2011. During the procedure, the physician utilized a microcap arthrowand and quantum 2 surgery system. Incisions were made in the pt's wrist for the entry of the wand, saline and suction. A needle was inserted into the pt's wrist and suction was hooked up to the needle, so that outflow was achieved from the shaver during the ablation. The physician was using a 6-litter saline bag with gravity, hung approximately 8-10 feet above the pt; there was no added pressure on the flow. The physician used the ablation set point of 2 during the entire procedure. The procedure was ultimately completed successfully without complication. Approximately 7-weeks post-operative, the tendon which connects to the small finger had "popped." It was reported that the pt could not extend his pinky finger. A second procedure was performed on the pt's wrist on (B)(6) 2012. The physician alleged the tendon damage was the result of the thermal heat generated from the coblation technology.

Manufacturer narrative:
Reference MFR's report 3006524618-2012-00329. The device was reportedly discarded after the procedure was completed. The MFR has performed a design history review for this lot number and there were no non conforming reports or deviations found.